Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colon cancer procedure. The patient had been undergoing chemotherapy or radiation treatments. The reloads were used with a powered stapling handle. For the first reload, the stapler was able to fire but there was poor staple formation. The load could not staple the fabric. For the second reload, the staple line was incomplete. In order to resolve the issue and complete the case, dissected the fabric more to staple. The incision was extended by more than one inch. Opened the incision to descend more, but only after the exchange of reloads could manage to staple. The surgical time was extended by more than thirty minutes due to the issue. The patient outcome is reported as alive, no injury.